Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was treated for an abdominal aortic aneurysm on (B)(6) 2017 with the implant of an afx bifurcated stent graft and an afx veal suprarenal. It was reported on (B)(6) 2024 that at routine follow up a type iiia endoleak was identified. Reintervention was completed on (B)(6) 2024 with the implant of an afx vela suprarenal. The type iiia endoleak was successfully resolved. The patient did well.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix could not perform an evaluation of the device as the device remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiia endoleak of the afx main body and afx proximal cuff, and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of the complaint could not be determined. No procedure related harms could be determined. The final patient status was reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: h6: investigation finding codes - remove code 3233. H6: investigation conclusion codes - remove code 11.